Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia under general anesthesia, the screw could not be popped when the handle of the fixator was pressed, and the screw in the fixator fell directly into the abdominal cavity when pressed again. The surgeon immediately searched through the c-arm shaped imaging machine and took out the fallen spiral nail. The hand-washing nurse, surgeon, and itinerant nurse jointly checked and confirmed that it was consistent with the screw in the fixator. Repeated inspections during the operation confirmed that no other foreign bodies were found in the abdominal cavity. This incident seriously affected the operation of the surgeon and the progress of the operation.